Event description:
The nurse tried to open the separation package and noticed that the proximal end of the separator was not fixed as usual. It came out of the plastic package. There was no pt contact.

Manufacturer narrative:
Technical eval: the proximal end of the separator was not attached to the grooved tube clamp. It protruded from the carrier sheath by approx 10cm. Conclusion: the incident was confirmed as reported. This DHR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009. A review of the device history record (DHR) was completed on part # 0479 (lot # l14627). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l14627) indicated that 100% inspection of the devices resulted in 10 rejects. The lot has passed all dimensional measurements per spec, in addition, all destructive testing was completed per required process monitoring requirements a nd results met spec for the tensile strength. The parts released in this lot met process requirement.